Manufacturer narrative:
The device was received for evaluation. During functional testing, the off button was inoperable. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's left side hard keys were inoperable. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.